Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. A chest x-ray indicated that the device appears to have dropped three inches from its original position. The system was revised, and device was sutured to the surrounding muscle to prevent future migration. Patients condition was good following the procedure.